Event description:
"Endologix endocross device broken while in use. Broken pieces recovered and removed from sterile field. Fluoroscopy confirmation, no retained pieces. Broken pieces and patient inspected by [redacted name] md. Product information as follows: product number: endocross, lot: m0642, exp date: [redacted date]".